Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable because, there was an open clamp on unused supply line. The patient stated there was an open clamp on an unused supply line. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 1. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up. The hp stated there was an open clamp on an unused supply line. The tsr advised the hp to call the nurse to report the alarm. The tsr reviewed proper procedures with the hp and instructed how to proceed because last drain was not completed as normal. There was no patient injury or medical intervention. No additional information is available.